Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be duplicated. Inspected the pump and performed functional tests, it passed all tests. Further investigation of the pump found no issue with pump regarding lost programming with batteries. However, service will install software as preventive measure. Keep in mind that the programming will be lost after 2 days without power from the aaa battery and pay close attention to the low battery notification. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost its charge and as a result all programming was lost. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.